Event description:
It was reported that there were holes in the shaft. A synergy xd mr ous, 2.50 x 12mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). During the procedure, it was discovered that there were two holes in the shaft, and the balloon was not able to be inflated. The stent system was removed from the patient, and another stent was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the synergy xd stent deliver system. A microscopic analysis of the device revealed a pinhole 3.8cm distal from the port exchange in the shaft polymer extrusion. The balloon was also unable to inflate properly due to the pinhole. There were no other damages or defects found when analyzing the returned device. Boston scientific has assigned an investigation conclusion code of adverse event related to procedure. Based on the event description the reported shaft damage was most likely related to the result of a combination of procedural factors. These would include interactions of the device with other ancillary devices used, as well as an excessive force being applied to the device. It is likely that when loading a guidewire, it punctured the shaft causing a pinhole and the balloon was not able to inflate. The proximal balloon cone was subjected to positive pressure and was slightly inflated. It is likely that some inflation media reached the proximal balloon cone, and a slight inflation occurred.

Event description:
It was reported that there were holes in the shaft. A synergy xd mr ous, 2.50 x 12mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). During the procedure, it was discovered that there were two holes in the shaft, and the balloon was not able to be inflated. The stent system was removed from the patient, and another stent was used to successfully complete the procedure. There were no patient complications.